Event description:
It was reported when using the bd vacutainer® lithium heparin (lh) blood collection tubes. The device experienced erroneous results .this event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are present errors. "We are starting to see errors on our machines with specimens drawn in those tubes. Lot# 1350304 exp 04-30-2023 3 separate times 3 separate machines."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 100 retentions were visually inspected with no issues being identified no clinical testing could be performed. The customer has been informed that bd does not have any data for this reported use of this product family. Arterial blood gas analysis on venous blood in this vessel is not consistent with glp(good laboratory practices). In addition, it is a clinically inappropriate sample type for this instrumentation. Arterial blood gas analysis on a vacutainer tube is considered an off label product use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for instrument issues. This is considered an off-label use of this product.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes, the device experienced erroneous results .this event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are present errors. "We are starting to see errors on our machines with specimens drawn in those tubes. Lot# 1350304 exp 04-30-2023 3 separate times 3 separate machines."